Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were "being shocked by the device" and that it has been happening since one day post implant with varying frequency and severity. It was further reported it happens more often when the patient relaxes. It was determined that the right atrial (ra) lead had dislodged which caused the patient to experience phrenic nerve stimulation. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.